Event description:
It was reported that the pt was refilled in 2007. A 1/2 hour after refill, in the parking lot, the pt developed bradycardia with pinpoint pupils and soon became extremely drowsy with a decreased level of consciousness. Five (5)mls of blood tingled fluid was aspirated from the pump, 20 mls of saline was injected, and then 20mls of saline was aspirated. The pt did not have to be intubated. The pt was placed on a narcan drip but had not responded. The pt had been in the hospital for over a week and was still very drowsy, but could be aroused with difficulty. The hcp believed he had dilaudid and fentanyl in his pump. He did not know anything about the pt's pump therapy as the pt had been transported to his hospital recently from the original hospital, but thought it unusual that the pt would be hospitalized for this long following the incident. On an unspecified date, the pt was discharged to his home. On nine days later, the pt was readmitted to the hospital for overdose symptoms (bradycardia and a decreased level of consciousness). The pt's blood pressure was within normal limits. The pt was given narcan and intravenous fluids. Narcan boluses led to a slight increase in the pt's heart rate, but the rate returned to normal (30-40 is "normal" per nurse) as the narcan wore off. Approx four days post admission, the pt was more alert and oriented. The pt's family reported that the hcp who filled the pt's pump had done so under fluoroscopy. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.